Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via medtronic post that the reservoir had air bubbles. Customer¿s blood glucose was unknown. Customer advised they had lots of air bubbles and they were unhappy. Troubleshooting was not performed. The reservoir will not be returned for analysis.